Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed a one time, high out of range measurement. All other lead diagnostics were with in expected ranges. There were no adverse patient effects. The device remains in service.

Event description:
Subsequent information indicated that additional high pace impedance measurements were noted on the rv lead as well as high out of range measurements on the right atrial (ra) lead. The patient was to be seen in the future for a potential revision. The local boston scientific field representative was unaware of any intervention being performed at this time. There were no adverse patient effects reported.